Manufacturer narrative:
Other, other text: updated a2, a3, a4. Additional information was received indicating :no medical treatment required. Event resolved. Concomitant medical products and therapy dates (excludes treatment of event): midodrine - gocovri - wellbutrin -neuro patch- protonix- colace- vitamin b 12 - ativan - flexeril. Relevant tests/laboratory data: computed tomography head - normal study - abnormal creatinine level (B)(6) 2020. Additionally, the event date was reported as event date is (B)(6) 2020.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed: reservoir volume not in use; rate (ml/hr) 04.9; extra dose (ml) 2.3;morning dose (ml) 10.2; given (ml) 02494.40. Functional testing involved review of the event history log and running the pump in user mode. The reported issue of "pump continued running" was duplicated during the investigation. The investigation determined that the pump being set to "reservoir volume not in use" caused the pump to not compare the amount of fluid that has been pumped to the reservoir volume and when the reservoir runs dry, no alarm would sound. The user was not trained to use the device properly. The reservoir volume must be set to the amount of fluid in the cassette/bag for the pump to alarm.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have over delivered medication when patient was hospitalized. It was reported that the patient was hospitalized due to frequent falls with the pump infusing. Per reporter the pump continued running for four (4) hours. It was reported that the pump is usually disconnected at 11:00 pm but patient's spouse was not able to "go into the emergency room with the patient to manage the pump the pump never got turned off or disconnected. The patient was released around 02:30 am. When they returned home the patient's husband noticed that the cassette was completely dry and the pump was still running. There was no alarm." Per reporter patient and spouse were not aware of the reservoir volume alarm setting. It was also reported that a couple of days later another cassette "infused and was completely dry again and there was no pump alarm to indicate that it was depleted." Per reporter the pump was subsequently exchanged. No adverse patient effects were reported.